Event description:
Following multiple treatments, the distal tip of the viperwire advance guide wire became separated in the distal right coronary artery. Due to 70-80% calcification of the vessel, the physician performed numerous treatments. The oad was advanced too close to the tip of the wire causing the tip to separate. An unsuccessful attempt to snare the fragment was made. The fragment was abandoned and remains in vivo. The procedure was completed with the patient in good condition. The patient was brought back to surgery 3 days later. An unsuccessful attempt was made to snare the abandoned fragment. Following the attempt to snare the fragment, there was good flow and the tip was not blocking flow. The patient was discharged in good condition.

Manufacturer narrative:
The viperwire advance guide wire was returned to csi for analysis. Visual examination confirmed the guide wire was fractured. The tip of the guide wire was not received for analysis. Scanning electron microscopy analysis identified evidence of torsion on the core wire fracture face. The root cause of the fracture is confirmed to be consistent with the reported details that the oad was advanced too close to the tip of the wire causing the tip to separate. To prevent this situation from occurring, the diamondback 360® coronary orbital atherectomy system IFU states, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).